Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 472 g/m a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the quantity: was 1 suture used on the patient? If more than 1 suture was used, please explain and provide quantity. Did 1 suture extrude? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Please describe any surgical/medical intervention performed including medication name and results. Was any treatment provided for the abscess? If yes, please explain. How was the extruded suture removed? Please describe. Was a second procedure required to remove the extruded suture? Was any re-suturing required? Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used to sew the abdominal wall. Post-op, the patient experience suture extrusion and infection. About 1 week after the surgery, the wound was found with abscess and suture extrusion. Then the extruded suture was removed. The patient is currently stable. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b3, h6 health effect - impact code, additional information: a3a, d9, h3, h6, h6 health effect - clinical code additional information was requested, and the following was obtained: after investigation, the event date should update to be 2024-aug-14. The patient (female, specific age unknown) underwent single-hole laparoscopic myomectomy in the hospital on (B)(6) 2024. The surgeon used (B)(6)to perform the sewing of peritoneal and anterior rectus sheath, subcutaneous fat layer and umbilical in the way of interrupted suturing. The intraoperative sewing was smooth. On (B)(6), 2024, the doctor found that the suture of the patient's wound was discharged from the sewing site with pus exudation. The doctor removed the extruded suture at the wound and performed debridement. The patient was in stable condition currently. No subsequent adverse event report was received. Additional h6 component code: g07002 no device problem additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that it was received one unopened sample pertain to the product code vcp1602h. In order to evaluate the condition of the returned sample, the packet was examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, damage and none was observed. The suture was inspected, and the swage and attachment area were noted to be as expected. During the visual inspection, the suture was correctly placed on the winding former. Suture was dispensed without problem and examined along of the strand and no anomalies or damaged on suture surface could be observed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please confirm the quantity: was 1 suture used on the patient? Did 1 suture extrude? --yes.